Manufacturer narrative:
Customer returns were not available for evaluation. A review of ticket trending data did not identify an increase in complaint activity related to discrepant patient results. However, an increase in complaint activity was identified for reagent lot 89576un13. Accuracy testing was completed using retained kits of reagent lot 89576un13. Acceptance criteria was met, which indicates acceptable product performance. The specimen collection and preparation for analysis section of the architect stat troponin I package insert provides conditions that may cause erroneous results. No product deficiency was identified.

Manufacturer narrative:
Catalog number was updated from initial report of 02k41-28 to follow-up report of 02k41-38. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false positive architect stat troponin-I of 1.1230 ng/ml on a patient who repeated negative 0.0021 and 0.0048 ng/ml. The account uses a troponin cutoff of 0.032 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.